Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated up to 441 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer delivered a bolus and observed insulin coming from the patient line but alleged that the insulin came out "somewhat slow". Additionally, the customer had changed the supplies on the pump the previous night. System check with tandem technical support was performed and showed that the pump was functioning as intended. Additionally, the customer disconnected from the pump and did not observe any issues with the cartridge or patient line, and was able to see insulin properly flowing through the tubing and dripping out. Recommendation was made to change the infusion site. The customer declined and confirmed bg level would continued to be monitored.